Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast augmentation with a mentor smooth round moderate profile, 350cc saline prosthesis experienced left sided deflation post procedure. An ultrasound examination diagnosed the issues. As a result, patient underwent bilateral mastopexies and replacements with mentor silicone prosthesis on (B)(6) 2021.